Event description:
A turnpike spiral catheter was used in a patient procedure. The turnpike catheter was advanced into the lad. Positioned and engaged lesion, wire advanced. The turnpike catheter was removed. Upon removal it was revealed that distal nylon segment had separated from catheter.